Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not perform the proper air removal techniques, overfilled the cartridge, and loaded cold insulin into the cartridge. Customer¿s blood glucose level was 89 mg/dl to "high" (specific bg value was not provided). Reportedly, customer administered a correction bolus via the pump to address high bg. Customer loaded a new cartridge to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge. Per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.